Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist stated that the customer reported that they had reached out to the unit, and they said they hadn't had to enter any more patients. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had patients that were not flowing to the station. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.